Event description:
It was reported that the module was received with a melted rear case. In addition, the device had evidence of fluid intrusion. The customer also reported that there was not pt involvement.

Manufacturer narrative:
(B)(4). Evaluation confirmed unit received inoperable due to a "constant check battery" message. Internal inspection of the wireless module shows fluid intrusion, corrosion and overheating the pcbs, causing damage the front case half at the battery contacts. The battery cell was found to be missing from the wireless module. Further engineering evaluation determined that this was caused by an insufficient amount of sealant applied to the battery case. The un-repairable device was removed from service.